Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and revealed the lens was manufactured according to specification. No issues were reported during the manufacturing process of this production order. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. Iol dislocation is listed as potential adverse events during or following cataract surgery. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model za9003, was implanted into a patient but it became displaced and fell into the vitreous cavity. The lens was removed and a vitrectomy was performed. This all occurred during the same procedure. No patient injury post-op was reported. No other information was provided.